Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ blunt plastic cannula there was an issue with foreign matter. It was stated ¿a fuzz of string was found inside the hub of the syringe.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: a single loose assembled 3ml syringe and an opened 3ml package were received, confirmed to be from batch # 7237816 (p/n 303346). The sample was visually evaluated. The syringe was found to have green grease foreign matter located at barrel collar outside of fluid path. The size of the foreign matter was greater than level 3, which is a rejectable condition. No other defect was observed. DHR review for batch # 7237816 (p/n 3033746): manufacturing dates: 8/26/2018 ¿ 6/28/2017. Batch quantity was (B)(4) pieces. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7237816 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause and CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.